Event description:
It was reported by the company rep that multiple communication error messages resulted when attempting to re-interrogate the patient's device. The communication difficulties occurred after successfully performing the gfu software upload on the patient's demipulse generator. Troubleshooting was performed which included checking the programming wand battery, which was confirmed to be adequate. The hand held being used to interrogate the pt's device was confirmed to be fully charged. The rep waited for 30 minutes, and attempted to establish communication again, with no success. A generator reset was performed using the magnet and programming wand, and further attempts to communicate were still unsuccessful. The pt left the office to return the following day for additional troubleshooting. The following day, the company rep attempted to interrogate the pt's device with no success initially. The following troubleshooting steps were performed; a generator reset was performed on the patient's device, and a soft resent was done on the representative's handheld. After this was completed, communication was successful. The patient's device was programmed back on per the physician's recommendation, and a system diagnostic test was performed which revealed normal device function. The eos projection, however, had gone from 9.7 yrs prior to the gfu event, to 8.5 yrs. From examination of the software flashcard data, it was determined that the demipulse generator ram seems to have been corrupted following the gfu. Further examination of this data has revealed that this corruption results in permanent miscalculation of the time remaining until end of service (until the device is within 6 months remaining until eso, at which time the calculation will be accurate), temporary inaccurate magnet activation history display, phantom magnet activations, and a change in the total operating time stored in the generator. The corruption does not appear to alter the therapy that is delivered to the pt. The MFR continues to investigate this event, as the exact cause of the corruption of the generator ram remains unk.

Manufacturer narrative:
Analysis of flashcard data. Analysis of flashcard data revealed a corruption of the generator ram.